Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after conducting a successful pump reset, the cgm error was resolved, allowing the caller to start a new sensor session without further issues.